Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). D2 device product code jow .d4 UDI# (B)(4). The device history record (DHR) of activecare+sft unit serial number (B)(4). Was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The DHR review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. On (B)(6) 2019, it was reported that leg and foot were swollen and there was no additional information provided. During evaluation service technician couldn't duplicate the concern of reported event but noted the below mentioned errors with the device. Air leak from one way valve (owv) and it was dirty. The service technician then replaced the below mentioned components for the device and confirmed that the device was functioning as intended, returned as per zpc 5.3400, rev 02. The device was tested, inspected, repaired as per investigation results and repair mcs, zpc 7.7008/a rev 01. Check valve (318b001901). Square warranty seal (350w000102). Twist lock (405k602000). The service technician was not able to reproduce the reported event with the device during evaluation but malfunction of one way valve (owv) might be a cause for this event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The device was noted to be functioning as intended after replacing with check valve, square warranty seal and twist lock. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the patient's leg and foot were very swollen. The event timing was unknown. No additional consequences have been reported as a result of this malfunction.